Manufacturer narrative:
The event of capsular contracture (grade unknown) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: will be capsular contracture (grade unknown).

Event description:
Patient reports capsular contracture, baker grade unknown, side unspecified. Device remains implanted.